Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported by patient that their interstim system was fully removed 6 months after placement because the healthcare professional (hcp) didn't connect it correctly and it wasn't working appropriately. No symptoms reported. No further complications were reported or anticipated.